Event description:
Procedure: lower anterior resection. The patient was stable after the procedure. There was an extension of or time over 30 minutes.

Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
According to report the ceea did not cut. They had to cut it out and redo the anastomosis and used a second ceea. This one did not cut either.